Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station carefusion admin application was not launching. The station was stuck on the lock screen requesting the carefusion admin app password. The customer rebooted the station twice but did not resolved. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station care fusion application was not launching. A technical support specialist logged into station and observed the error message failed to download, device failed to synchronize,' after which the device entered an unknown device state. Backed up the database and updated the duplex setting to half 100 mbps. Performed a full device synchronization and rebooted the device, after which it functioned as intended. Informed the customer via phone that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.